Event description:
Revision surgery - due to the surgeon changing the implant size.

Manufacturer narrative:
The reason for this revision surgery was to remedy instability after 3 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against this lot. The root cause for the event was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.